Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle mesh device was implanted into the patient on (B)(6) 2009. As reported by the patient's attorney, the patient underwent mesh revisions on (B)(6) 2012 and (B)(6) 2017 due to eroded mesh. Boston scientific has been unable to obtain additional information regarding the event to date.